Manufacturer narrative:
Facility experienced an event with ligaclip endoscopic multiple clip applier on 5/16/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973133. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, yes; and damaged cutter, na. Functional tests & results: antibackup functional, firing: feed conform, firing: form conform, jaws: hold clip, lockout functional, and number of clips fed and formed, na; and jaws: inside width at tips, .172. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No teams could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported while ligating the cystic artery, the clip scissored. Another er320 was opened to complete the case. The device came from kit ftc15. There was no consequence to the patient 05/23/1997. The surgeon removed the malformed clips. The malformed clips did not injure any vessels.